Event description:
About every 3 days when entering a patient single viewer screen and after entering the admit menu or history menu, the system freezes. The user must restart the system in order to resolve. Investigation into the complaint is ongoing.